Event description:
It was reported that during a nephrectomy procedure the device didn't load properly the clips. The clips were loaded sideways and subsequently ejected. The clips were malformed. No patient adverse consequences have been reported. The procedure was carried out and finished by using a new lot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 instrument was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two conforming clips as intended and it ejected eleven clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.